Event description:
Curlin pump stopped working half way through infusion. Indicating infusion was complete half of the medication was remaining in the infusion bag. Pt had no side effects from pump malfunction. Pt finished infusion with a dial-a-flow tubing. New pump sent to pt to arrive on (B)(6) 2016. Made arrangements for pump to be picked up (B)(6) 2016. Pt / rn did not give permission for the MFR to contact them directly re pump malfunction. Pump serial number is (B)(4). Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: e76.210 morquio a mucopolysaccharide.